Manufacturer narrative:
We do not expect to receive the device for eval. We have downloaded the device logs, but have not yet completed our investigation.

Event description:
Customer said that their info technology department had just replaced a failed flat panel display monitor. The customer reported that they could not open any pt windows after the new monitor came up. She reported that pt map showed three icons indicating pts connected, but the pts had previously been disconnected from the bedside monitors and the monitors powered off. The customer would not have been able to monitor pts from this acuity system with a failed display monitor, although bedside monitoring would have been unaffected if any pts had been connected. Tech support asked the customer to reboot the cpu. The reboot restored operation.